Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2025, the patient presented with nyha functional class ii and slightly progressive dyspnea on exertion (doe). A transesophageal echocardiogram (tte) showed increased gradients with severe bioprosthetic aortic stenosis. A new 25mm navitor vison valve was chosen and a valve-in-valve procedure was performed.

Manufacturer narrative:
An event of aortic regurgitation, aortic stenosis, dyspnea, heart failure, and hospitalization was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported surgical intervention was result of valve-in-valve procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.